Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.34ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2011 at 0956, the device was programmed for continuous + bolus delivery in ml, a 10ml/hr rate, 6ml bolus dose, 20min bolus lockout, a 28ml 1hr limit, 100ml container size, and the delivery was started. At 1246, there was 1 pt initiated delivery. At 1315, the device was stopped. At 1316, the device was programmed with a 12ml/hr rate, a 7ml bolus dose, a 33ml 1hr limit and the delivery was started. Between 1423 and 1633, there were 2 pt initiated deliveries and 6 unmet demands. At 1649, an almost empty alarm occurred. At 1651, the delivery was stopped. Between 1654 and 1717, a start alarm occurred and was silenced 8 times. Between 1718 and 1721, the delivery was started, there was a 5.5ml partial pt initiated delivery, an empty container alarm occurred and silenced, the delivery was stopped and the device was powered off. A review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver. At an unspecified time, the device was programmed to deliver fentanyl 3mcg/ml and ropivacaine 0.2%, at a rate of 12ml/hr, a 100ml vtbi (volume to be infused), 100ml container size, via epidural route and delivery was started. No further programming parameters were provided. After an unspecified length of time, the pt reported having "break through" labor pain. The physician was notified. At that time, the delivery was stopped and the pt was given an unspecified bolus of medication via epidural route and the delivery was restarted. The nurse reported the pt's pain was relieved following the bolus. After an unspecified length of time the pt again reported "break through" labor pain and again was given a bolus of pain medication via epidural route. The pt reported the pain was relieved following the bolus delivery. After an unspecified length of time the device alarmed for a container was empty; however, the container was full. The device was removed from clinical service. The physician was notified. The pt was given fentanyl 50mcg IV push. The customer contact indicated the pt remained stable. There were no reports of any adverse pt effects or delays in therapy critical to this pt. Though requested, no add'l info was provided.